Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 36% stenosed, 14x4.3mm, de novo, eccentric target lesion was located in the left anterior descending (lad) artery. A 4.00x16mm promus element stent was advanced to treat the lesion. However, it was noted upon repositioning that the proximal part of the stent was deformed. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.